Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill broke. According to sales rep, the surgeon did the drill, inserting the guide wire into the nail. He has forgotten to remove the guide wire. Afterwards, the surgeon removed the broken piece.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill broke. According to sales rep, the surgeon did the drill, inserting the guide wire into the nail. He has forgotten to remove the guide wire. Afterwards, the surgeon removed the broken piece.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload and caused by drilling under misalignment and / or contact with a hard object. According to information received the surgeon forgot to remove the guide wire and therefore did the drilling with the guide wire being inserted. As the drill had been in use for a longer time (manufactured between 2005 and 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is linked to improper handling by the user. No non-conformity was identified.